Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the clinic, r-wave oversensing was observed on the atrial channel. The oversensing caused inappropriate auto-mode switching. Patient was asymptomatic. Programing changes were made. The patient is in stable condition.